Event description:
"Pt had an infection 3-6 weeks post-surgery only at the distal end where he makes a loop (belt buckle). He is using the staples on both the lad and those who don't have the lad. The proximal end does not seem to be affected."